Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin."

Event description:
It was reported that the customer incorrectly entered a correction factor of 1 unit of insulin for 10 mg/dl instead of 1 unit of insulin for 45 mg/dl resulting in a blood glucose (bg) that was "high" (specific value was not provided). Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer "did nothing" to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the suspected cause was due to customer input. Customer updated their pump settings to address the event. Reportedly, customer continued to use the pump for insulin therapy.